Event description:
Approximately two years and seven months post implantation, the patient expired following hospitalization for a driveline infection that was complicated by ventricular arrhythmias and worsening heart failure. The patient reported to the hospital with complaints of fever, chills and redness and drainage from the driveline exit site. He was admitted to the intensive care unit where he began empirical treatment with intravenous (IV) antibiotics. The patient experienced persistent ventricular tachycardia (vt) and was electively intubated in attempt to improve electrical stability. The vt became refractory to all medications and a ventricular fibrillation arrest occurred following which the patient status was changed to do not resuscitate (dnr). He expired the following day. The pump remains implanted in the patient post-mortem. This event is believed to be possibly related to the device and also related to the patient's condition by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) male patient presented to the hospital with complaints of fever, chills, and drainage from the driveline exit site (dles). The patient was admitted and started intravenous (IV) antibiotics. Blood and driveline exit site (dles) cultures were obtained which showed positive pseudomonas aeruginosa. Multiple diagnostic tests were performed which did not show a source of infection. The patient underwent a right heart catheterization (rhc) which indicated worsening heart failure. Following the rhc, the patient experienced recurring and persistent episodes of ventricular tachycardia (vt) progressing to ventricular fibrillation and cardiac arrest. It was reported that the family was consulted and care was withdrew the following day. The pump remained implanted postmortem and was not returned to the manufacturer for evaluation. Driveline infection, worsening heart failure, respiratory failure, cardiac arrythmias, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
A report was received from the clinical database that a patient was admitted to hospital with fever, chills and with red drainage coming from his driveline (dl) exit site. The patient was moved to the intensive care unit with hypotension and with sustained ventricular tachycardia and an elevated creatinine. The patient was cultured followed by the initiation of intravenous (IV) vancomycin. A chest computerized tomography (CT) scan was negative for any drainable mediastinal fluid. A kidney-ureter-bladder (kub) scan revealed distension of the colon. A transesophageal echocardiogram (tee) revealed no evidence of vegetation on the patient's valves or on his pacer leads. A chest x/ray (cxr) revealed a small pleural effusion with atelectasis. An interrogation of the patient's implantable cardioverter defibrillator (ICD) revealed an episode of ventricular tachycardia with successful ICD firing on (B)(6) 2014. The patient was treated with anti-arrhythmic medications. The previously obtained blood cultures proved to be positive for staphylococcus aureus; while the dl exit site cultures were positive for pseudomonas aeruginosa. The patient was transitioned to ciprofloxacin/oxacillin. The patient's arrhythmias continued and he was electively intubated and sedated. The patient is reported to have become refractory to all medications and had a ventricular fibrillation arrest on (B)(6) 2014. A decision was made to change the patient's treatment plan to "do not resuscitate" and to provide comfort measures on (B)(6) 2014. The patient expired the same day. The primary investigator reported that the arrhythmia event was related to the patient's condition and unrelated to the study device or implant procedure; while the infection/sepsis events were possibly related to the study device and to the patient's condition and unrelated to the device implantation. Conclusion: based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case, these factors may have also included the patient recurrent post-implant infection episodes and his recent pacemaker generator replacement. There are patient factors that may have contributed to this event. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for vad support are also often indicated for ICD implantation and are at high risk for arrhythmias. The IFU and patient manual also provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Cardiac arrhythmias, infection/sepsis are known potential complications associated with all patients implanted with vads and in those with open access sites. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.